Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported an 82-year-old female patient with high risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. It was reported that during a percutaneous coronary intervention (pci) case, the 14 french sheath (25 centimeters) was noted to be leaking around the valve. The patient was already on impella support when this occurred. The medical staff noted leaking at the orange and white colored connectors outside of the hemostatic valve. After the pci procedure, the impella cp and peel away sheath were removed. The sheath was then flushed by the side port, and no leaking was noted. Leaking was however noted when flushing the 14 french sheath base towards the hemostatic valve. Both 14f french peel away sheaths were flushed post-pci, and the 25 centimeters sheath was the one that leaked. No patient harm has been reported.

Manufacturer narrative:
The investigation for the introducer damage has been completed. The impella was not returned for evaluation. However, clinical details were not sufficient to determine the root cause. The root cause of the introducer damage was not determined since no product/photos of the damage were returned. Added- h6 impact code 4641.